Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging a one touch ultra meter was reading inaccurately high. The medical affairs specialist (mas) was able to contact the pt to obtain add'l info. The pt tests his blood glucose twice a day and sometimes three or four times a day depending on how he feels. He manages his diabetes with pills, diet, and exercise. The pt alleges that he first noticed the er1 message displayed on his meter on the month before. He tested with a new test strip and the error message went away. He mentioned that at the same time, he would be getting results that are higher than his normal readings of: "72-101 mg/dl" two to four hours after meals and "120 mg/dl" whenever he is fasting. Based on the meter readings, the pt have been fasting, exercising more, and took add'l pills (unspecified dose and type) to "keep blood glucose low". He begin to "feel like getting weaker" sometime after this issue. He stated that during the period between event date and original date, he had been getting readings between "170-180 mg/dl" but felt like it was actually around "60 mg/dl" because he felt shaky. Whenever this happens, he would take some snacks and feel better afterwards. He added that normally he would feel shaky when he is "low". On original date, the pt visited his doctor because he was "feeling weaker" than usual. He was tested on the doctor's meter and obtained a result of "120 mg/dl" and "354 mg/dl" on the lfs meter performed within five mins of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The customer svc advocate verified that the unit of measurement was set correctly, blood sample was from a finger, and that the customer was reading the meter with the right side up. The pt's products are being replaced. This complaint is being reported because the subject meter allegedly gave inaccurate high readings for about three weeks which resulted in the pt performing self-treatment. As a result of this, the pt reportedly experienced symptoms suggestive of hypoglycemia after the reported issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.